Manufacturer narrative:
(B)(4).

Event description:
The ins reached normal battery depletion. The impedance measurements were high. The ins and extensions were replaced. The pt recovered without sequela.